Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized in the intensive care unit due to renal disease. Customer was admitted on (B)(6) 2016 with blood glucose of 113 mg/dl. While hospitalized customer went into diabetic ketoacidosis and blood glucose was 506 mg/dl after changing infusion set. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.